Event description:
It was reported that "nurse (B)(6) reported that the surgeon was not able to screw the screw into the thread. The surgeon was able to finish the operation without any consequences."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.